Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 75-80% stenosed lesion being treated was located in the severely tortuous, moderately calcified mid diagonal (dx). The lesion was predilated with a 2.5x20mm balloon. After deploying a stent in the left anterior descending, the physician attempted to deploy the 2.50x20mm taxus liberte drug eluting stent in the dx, but encountered difficulty entering the side branch. Upon removal, the physician noticed that some of the proximal stent struts were lifted. No patient complications were reported. Patient status reported as "stable".